Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed error 315 could not be determined, however, the issue was likely the result of corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the colonovideoscope exhibited an e315 unsupported scope error. There was no patient involvement, and no harm reported as a result of the event.